Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while during surgery the handle broke on the instrument upon impaction. No debris or delay in surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the device confirms the blue handle sleeve is fractured. The fracture runs through the dowel pin hole and circumferential to the shaft. Wear and tear is seen on the strike plate which has occurred while being deployed in the field. The main tube that holds the item / lot etch detail was not returned. It is unknown how many times this device has been used. Lot identification is necessary for review of device history records; lot identification was not provided. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.